Event description:
Received information the ins device is turned sideways and pointing out for the last 4-5 months. This position was causing the patient a great deal of pain and irritation. The hcp believes the ins may be laying on a nerve. Hcp had suggested removing the entire system, although when the patient can use it, it is working well to relieve her right hand pain. The patient is also concerned with further pain due to scar tissue formation. It is difficult but the patient is still able to recharge her system. Additional information stated several months later the patient began to have communication issues and was unable to recharge her device. Patient said the device is pushing out through her skin and she has not recharged for over a month . Ins may be flipped. Patient cannot sit down or wear normal pants. She is in a great deal of pain anytime the ins is touched or bumped. Information was received the ins was explanted and replaced on (B)(6) 2010. This has resolved the patient's pain issues.

Manufacturer narrative:
(B)(4).